Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 2.2 inr/1.7 inr, 2.4 inr/1.9 inr, 2.6 inr/2.0 inr, 2.8 inr/2.1 inr, 2.4 inr/1.9 inr, 2.5 inr/2.0 inr, 2.1 inr/1.6 inr. No treatment information provided. No adverse event reported. Requested return of suspect device and replacement was sent.